Event description:
It was reported that the deep brain stimulation (dbs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient underwent an explanted because battery has reached end of life no allegation or device malfunction was reported. The patient is doing well post-operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available.